Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump had a keypad anomaly; the two buttons the customer needed to clear a no delivery alarm and a battery out limit alarm were not responding. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.